Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump beeping was not louder anymore and harder to hear. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had scratches or crack on screen. Customer informed that the insulin pump case stuff was deteriorated with rubber parts on insulin pump. Customer declined 24 hours technical support and documented in 24 hours line. The insulin pump will not be returned for analysis.